Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer initially responded when the field service engineer (fse) tested but then failed. The rear controller boards for both sub-drawers were within tolerance, with no visible cable damage. The fse replaced the retractor van for the auxiliary half height drawer, which restored responsiveness. All cabling was confirmed to be in good condition, and the rear bumper kit and network plugs were installed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer was continuously failing. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.